Event description:
Angiogram performed. Export catheter became stuck across the aortic bifurcation; unable to be manipulated back into the sheath. Short 8-french sheath placed then exchanged for long 8-french sheath and this was able to be tracked across the aortic bifurcation. Export catheter was then removed from groin. Sheath separated in half and fractured. All pieces retrieved.